Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was to report that the old battery was worn down and only had a few months left. When asked, caller said doesn't know what the healthcare provider expected based on the settings however the patient said that the battery ran down quickly more quickly than they expected. Caller said that patient received the new implant yesterday, however caller said that it was the rechargeable system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.